Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient experienced erosion, dyspareunia, abdominal pain and pelvic pain. All other information is unknown.

Event description:
According to the physician, the patient has not been seen since the advantage fit system was implanted on (B)(6) 2011. All other information is unknown and unavailable.